Event description:
During baxters eval of a device found. There was no pt involvement.

Manufacturer narrative:
MFR ref # (B)(4). A delayed keypad response was experienced during baxter's product eval caused by a failing processor pcb. The delay observed was approx 3 seconds. The keypad was tested and all keys were found to function as designed. The processor pcb/shielding will be replaced.